Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code for the crosser cto recanalization catheters products is identified in d2. H10: the reported malfunction was reassessed for reportability and determined to be no longer reportable. H10: as the lot number for the device was provided, a lot history was performed. The sample was returned to the manufacturer for inspection/evaluation and the photo was provided for review. The investigation is unconfirmed for material twisted. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11: h6(results and conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced material twisted / bent and material separation. This information was received from one source. The event involved a patient with no known impact to the patient. The weight of 70 year old female patient is 70 kgs.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code for the crosser cto recanalization catheters products is identified. As the lot number for the device was provided, a manufacturing review will be performed. The sample was returned to the manufacturer for inspection/evaluation; however, the photo was provided for review. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced material twisted / bent and material separation. This information was received from one source. The event involved a patient with no known impact to the patient. The weight of (B)(6) year old female patient is (B)(6) kgs.